Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient found cannula had not deployed as intended. The cannula was not visible and the pink slide did not move forward, indicating a needle mechanism failure. The patient's blood glucose (bg) values reached over 300 mg/dl.

Manufacturer narrative:
The investigator received the device in a fully deployed state. The device completed first and second prime in an expected number of pulses, and the device deactivated itself at 1718 pulses. An investigation of the device yielded no results indicating damages nor defects capable of affecting the needle mechanism's ability to deploy. The device data presented an 0x69 alarm. An investigation of the device yielded no results indicating damages nor defects capable of triggering the alarm. The cause of this alarm could not be determined.